Event description:
Customer called to report the pump's driver arms were loose, and pt had to hold the device upside down in other to get any delivery. It was stated that the driver block slides freely in the locked position.